Manufacturer narrative:
H6: investigation summary: one sample was received and tested by our quality team. The customer's complaint of separation was immediately apparent and the complaint has been verified. Visual analyses under microscope was then employed and the root cause of this failure was found to be a lack of solvent at the tubing junction. A device history record review for model 2420-0500 lot number 2420-0500 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16dec2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500, batch no: 20123022. We received an incident report for an alaris pump infusion set. After priming the line, the rn went to attach the line to the patient¿s access and the end of the IV tubing just fell off.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500. Batch no: 20123022. We received an incident report for an alaris pump infusion set. After priming the line, the rn went to attach the line to the patient¿s access and the end of the IV tubing just fell off.